Event description:
Patient (pt) called back and re-reported previously documented events. Pt still needed an MRI of their brain and they couldn't locate their controller. Patient services specialist (pss) reviewed they would need the controller to enter MRI mode, to confirm MRI eligibility. Pt noted they didn't want a replacement controller and might have the spinal cord stimulator (scs) explanted. Pt noted they moved a few times and were having issues with their insurance company. Pt noted they had a "cbi." Pss re-directed the pt to their hcp for next steps if they didn't want the replacement controller. Pss warm transferred the pt to sunmed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt reported that the ins is "not doing much for the pain". Pt stated that they haven't called because they have not had any external device issues. Pt reported that they have just been in extreme pain that has occurred since over a year ago. The patient was redirected to their healthcare provider to further address the issue. Additional information from the patient indicated that their therapy has not worked for their pain and has not worked for quite some time. Pt also said that when their stimulation was on, they felt like bugs were crawling under their skin. Pt said that this the device was making their nerve endings worse. Pt said that they turned off their stimulation and they still feel the bugs underneath their skin, but not as bad as they did when their stimulation was turned on. Pt said that the last surgeon they saw told them their nerves are angry. Pt said that since they last used their device, sometime last year or beginning of this year, they have had 2 surgeries; pt didn't clarify what surgeries they had. Pt said that they also had a tbi and this has caused problems with their memory. Pt said that they need to have an MRI done of their brain and they had to cancel the appointment 2 times now because they haven't used their device and cannot seem to locate their controller; patient services (pss) reviewed lost controller information with the pt and how MRI eligibility is determined using their controller. Pt said that they didn't want their controller replaced as they are going to get their implant removed eventually. Pt wanted to know other options for getting an MRI; pss reviewed information with the pt and redirected pt to their hcp and to have hcp contact technical services. Pt said they really need the brain MRI done.